Event description:
The pharmacist, reported to the sales rep, that "during a surgery, a golden 2.5 mm dia. Drill fractured."

Manufacturer narrative:
Evaluation summary: the reported event that the drill bit broke could be confirmed since the returned device matches the reported failure. Due to the limited provided information a detailed root cause of the breakage of the affected drill bit cannot be determined. Nevertheless, due to the condition of the fracture site (homogeneous surface and deformation of the edge) it can be assumed that the drill bit broke under torsional overload. The cutting flutes of the fragment show several usage marks and are blunt. There are some marks on the shaft indicating a high force was applied on the device during use. This indicates that the device was used several times. Please note that drill bits are recommended as single patient use according the instructions for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices. Therefore, this case is classified as user-related. The production records review did not indicate any abnormality. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The pharmacist, reported to the sales rep, that "during a surgery, a golden 2.5 mm dia. Drill fractured."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.